Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation included inspection of pcb connections and power supplies, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.